Event description:
Low tidal volume and high tidal volume alarms.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined. A possible root cause is a leakage at the inspiratory or expiratory port due to a consumable part e.g. A membrane or filter incorrectly placed or sticky/polluted what could lead to a user error. Details of the consumable part however are missing. Also a leakage at the tube connection could be a possible root cause. There was no patient or user harm reported.